Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ sabouraud dextrose agar (deep fill) a plate was found without a label. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material (B)(4), media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 3178157 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. The products are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 3178157 for this defect. There were no retention samples available for investigation of this complaint. No photos, returns or retains were available for this investigation. This complaint cannot be confirmed. No photos or returns were presented. No complaint trends for this defect have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for these defects.

Event description:
It was reported when using the bd bbl¿ sabouraud dextrose agar (deep fill) a plate was found without a label. No health impact or consequence reported.